Manufacturer narrative:
Product analysis: a power supply was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and the ventilator diagnostic logs were reviewed. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component in the power supply. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator generated a system error message, loss of breath delivery (bd) communication and the ventilator stopped cycling. The patient was removed from the ventilator and placed on an alternate ventilator. The patient's saturation declined for a moment but recovered soon.